Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a percutaneous coronary interventional procedure using a 6f hole. Reportedly, there was resistance advancing the proglide device in the vessel and a "click" was heard. The physician attempted to remove the proglide device and was unable to retract it. A surgeon was called to perform a cut-down and the patient was taken to the operating room. Cut-down and manual suturing was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, there was resistance advancing the proglide device in the vessel and a "click" was heard. It should be noted that the proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Based on the reported information provided, the resistance encountered during advancement was circumstantial contributed likely related to interaction with the patient anatomy. Additionally, the device was not deployed and the was attempted to be removed after the resistance was encountered. In the absence of device returned for analysis a conclusive cause for the reported difficulties could not be determined. Factors that contribute to difficulty advancing the device may include, but are not limited to, calcification missed during angiogram. Factors that contribute to a device entrapment include, but are not limited to, aggressive user technique, excessive torque or force. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: after the cut-down and manual suturing, the proglide device body and the guide tube were noted to be in two distinct pieces.